Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not sensing the right blood glucose and the pump alarmed threshold suspend. Customer stated that the sensor reading was 59 mg/dl and her blood sugar was 184 mg/dl. Customer stated that she did not suspend the pump. Customer stated the sensor has been in the skin for 17 hours. Troubleshooting was performed and the customer will be shipped a replacement sensor.